Manufacturer narrative:
The reported event of set screw and impedance anomaly was confirmed. The ventricular set screw hex cavity was found to be slightly stripped. The stripped set screw hex cavity prevented the field from properly connecting their leads which caused the connection and impedance issue. The cause of the stripped set screw hex cavity was procedure related. Electrical testing revealed a low internal voltage within the hybrid. An internal hybrid anomaly was the cause of the impedance anomaly found during testing.

Event description:
During initial implant procedure, it was not possible to properly engage the set screw to secure the lead. An increased pacing impedance was observed on the right ventricular channel of the device. The lead was successfully implanted with a new device to resolve the event. The patient was stable.